Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hysteroscopy polypectomy using a truclear operative hysteroscope 5.0, it was reported that approximately halfway through the procedure, the scope image became very foggy. The scope was removed from the patient and it was determined that there was water in it, making the scope unusable. There was a fifteen minute delay and the surgeon aborted the case because a backup device was unavailable. No patient injuries or complications reported.